Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The ratchet handle got stuck awhile the mesh plate was in and it was needed to rotate the handle 360 degrees clockwise to get the graft meshed and out in proper shape. They were able to get a usable graft and no additional graft was needed. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 6, 2018, it was reported that the ratchet handle got stuck awhile the mesh plate was in and it was needed to rotate the handle 360 degrees clockwise to get the graft meshed and out in proper shape. They were able to get a usable graft and no additional graft was needed. The carrier plate used was humeca v-carrier v10-1.0. The customer returned a meshgraft ii device, serial number 00214, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on october 4, 2018 revealed that the calibration was out of specifications. It was also noted that the device was corroded and damaged. The cutter, roller, side plates, handle, gears, and screw all failed visual inspection. Repair of the meshgraft ii was performed by medicrea on october 15, 2018 which included replacement of the cutter, side plates, handle, roller, and ratchet gear. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the incorrect carrier was used with the device. The ratchet mechanism only operates when a carrier is used with the device. When an incorrect carrier is used on the meshgraft ii that could cause damage to the skin graft or the device itself. The cause of the ratchet handle getting stuck was due to the incorrect carrier being used on the device. The root cause of the ratchet handle getting stuck could not be determined with the provided information since it is unknown why the customer used a non-dermacarrier. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.